Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and found the main power switch was turned off and was not charging batteries. To fix the issue, the fse replaced the 12v batteries and advised customer to no touch the main power switch and to let the batteries charge overnight. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had battery failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.